Event description:
It was reported that the rubicon shaft detached.. A 150cm rubicon 35 guide catheter was selected for use. During the procedure, a 300cm v-18 control wire was advanced but failed to cross the lesion. Then another non-bsc guide wire crossed the lesion. A 150cm rubicon guide catheter was advanced in a very heavily calcified lesion in the common femoral artery (cfa) with multiple wire exchanges, it was noted that 10cm of the distal part of the catheter broke and became stuck in the vessel. The broken piece was then snared out of the patient's body. No further patient complications nor injuries were reported.

Manufacturer narrative:
Device eval by manufacturer:returned device consisted of a rubicon 35 separated with 2 pieces returning. The device returned in 2 pieces. The 1st piece was 133cm long from the hub and showed a kinking damage approximately 129.5cm to 131cm from the hub. The 2nd piece was 20cm long. The device as designed is 150cm long. The total pieces that were returned and measured were 153cm long which indicates that there was stretching of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the rubicon shaft detached. A 150cm rubicon 35 guide catheter was selected for use. During the procedure, a 300cm v-18 control wire was advanced but failed to cross the lesion. Then another non-bsc guide wire crossed the lesion. A 150cm rubicon guide catheter was advanced in a very heavily calcified lesion in the common femoral artery (cfa) with multiple wire exchanges, it was noted that 10cm of the distal part of the catheter broke and became stuck in the vessel. The broken piece was then snared out of the patient's body. No further patient complications nor injuries were reported.